Manufacturer narrative:
The reported event is unconfirmed as product meets specifications. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 silicone foley catheter. Using in house syringe catheter was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Catheter balloon rested and no leakage was present during evaluation. Sample inflated properly and deflated under 5 minutes with no difficulties. Also received 3 photo samples. First photo sample shows end of catheter with deflated balloon. Second photo sample shows inflation cap indicating subassembly number as "nghq2438". Third photo sample shows top view of catheter. Based on the physical sample received the reported event is unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a day after placement of foley catheter, sterile water leaked out naturally. The location of leakage was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a day after placement of foley catheter, sterile water leaked out naturally. The location of leakage was unknown.